Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The physician commented that he saw air in the sheath during all three procedures he performed (B)(6) 2024. It was reported that during the second pulse field ablation (pfa) procedure performed by the physician that day using a faradrive sheath air was seen in the device. The physician did not provide any trouble shooting information but reported that no patient complications occurred, and the procedures were completed. The sheath is not expected to be returned as it was disposed of by the facility after the procedure was completed.